Manufacturer narrative:
The insulin pump was received with a constant motor error alarm follow by a35 alarm during rewind due to motor encoder out of phase; unable to perform displacement test or complete functional testing due to motor error alarm. However, all operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a MRI yesterday and didn't know that she had to remove the insulin pump. Customer stated that the insulin pump is not working now and she can't get it to start up. Customer removed the battery from the insulin pump. Customer reported a motor position encoder error alarm. After replacing the battery, customer receiving a motor error alarm, battery out limit alarm, failed battery test alarm, no reservoir alarm, motor position encoder error alarm, and a motion sensor test failure alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.